Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported event cannot be determined. Subject device is not available.

Event description:
It was reported that the stent (subject device) was advanced into the microcatheter and ready to deploy. However, the proximal edge of the stent was stuck at distal tip of the microcatheter. The microcatheter moved out of the aneurysm and the stent deployed within the microcatheter. The stent was removed from the patient¿s body within the microcatheter. There were no clinical consequences to the patient.